Event description:
It was reported that a atw35 was used during an unk procedure. It was reported by the affiliate that after the nurse reloaded the cartridge, the surgeon could not fire the instrument. A new instrument was used to complete the case. There was no consequence to the pt. 6/26/98 message from affiliate. The procedure name is laparoscopic gastrectomy.